Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, noise and high thresholds. It was further reported that the device was not meeting the expected battery longevity estimation. The ra lead and device are still in use. No patient complications have been reported as a result of this event.